Event description:
During a turp procedure, while inserting the resectoscope sheath into the pt's bladder, pieces of the white plastic tip broke off into the pts bladder. The surgeon was able to retrieve the broken pieces without any additional harm to the pt.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.